Event description:
Customer reported, the bag to vent switch was not operating. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued, when the investigation has been completed.